Manufacturer narrative:
This report is being filed to correct the adverse event and/or product problem.

Event description:
It was reported that this pacemaker device was returned with no reported product performance anomalies and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the pacemaker device failed the labeled longevity calculation and was forwarded to detailed analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicated that the device failed the labeled longevity calculation. Moreover, a review of memory noted no suspicious fault codes or resets. Also, a brady longevity performed. The device declared elective replacement time (ert) and atrial chamber was sensing 100% of the time. Furthermore, a review of the sensed rates noted high prolonged atrial rates and chronic high atrial rates reduce longevity in devices that are programmed and atrial sensing on. The device power consumption increased, proportional to the additional processing for sensed atrial events. The longevity calculator does not account for this increased power.

Event description:
Was reported that this pacemaker device was returned with no reported product performance anomalies and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the pacemaker device failed the labeled longevity calculation and was forwarded to detailed analysis.